Event description:
It was reported that during a procedure when going to connect the spinal catheter segment, the plastic connector broke and the plastic piece of the collett came off. The catheter was left implanted, but the collett was exchanged. The broken collet was discarded. No diagnostic testing or troubleshooting was performed or required. The product issue was resolved. The system was being used to deliver bupivacaine. No patient symptoms or patient outcome was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).